Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of the completion of the engineering evaluation.

Event description:
It was reported that the shuttle of a mynxgrip vascular closure device (vcd) was advanced, but the physician found it difficult to withdraw the 6f procedural sheath. Attempt was made to manually withdraw the procedural sheath with the shuttle, however, the physician felt that there was more resistance than expected or comfortable with. The balloon was deflated, vcd was removed from the patient and manual compression was applied for 20 minutes to close the access site. Prior to the device deployment, the sheath was flushed, vcd was then inserted into the sheath and the balloon was inflated. The balloon was pulled to the 2nd point of resistance. No adverse affect to the patient was noted. The vcd will be returned for analysis.

Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). Complaint conclusion: it was reported that the shuttle of a mynxgrip vascular closure device (vcd) was advanced, but the physician found it difficult to withdraw the 6f procedural sheath. Attempt was made to manually withdraw the procedural sheath with the shuttle, however, the physician felt that there was more resistance than expected or comfortable with. The balloon was deflated, vcd was removed from the patient and manual compression was applied for 20 minutes to close the access site. Prior to the device deployment, the sheath was flushed, vcd was then inserted into the sheath and the balloon was inflated. The balloon was pulled to the 2nd point of resistance. No adverse effect to the patient was reported. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the procedural sheath was on the shuttle cartridge against the green shuttle hub. The procedural sheath¿s stopcock was opened as received. A kink was observed in the shuttle cartridge tubing and located right at the distal tip of the procedural sheath. It is unknown if the kink had contributed to the reported event; however, the device was not packed properly during the return for evaluation and the location of the kink indicated that the kink may have been caused by handling and packaging for returning. The advancer tube was engaged to the proximal tamp lock. The sealant was on the catheter covering the balloon proximal tip. Visual inspection at high magnification confirmed that the sealant was exposed to blood, swollen and increased in profile. The condition of the sealant indicates that the sealant may have been exposed to blood prematurely, which caused the sealant to swell and increase in profile within the shuttle cartridge and the procedural sheath prior to unsheathing, resulting in the reported event. The sealant was removed from the device, and the procedural sheath, catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during the procedural sheath retraction. No anomalies were observed. A review of the manufacturing documentation associated with lot f1722103 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The event reported as the device deployment jam was confirmed. Based on the information provided and the investigation performed, the reported event might have been caused by the sealant being exposed to moisture prematurely, swelling up, increasing in profile within the procedural sheath; and during unsheathing, the sealant was dragged and wedged between the inner procedural sheath/shuttle tube and the outer advancer tube which caused the resistance which prevented the procedural sheath from being retracted during the procedure. However, without being present when the incident occurred, the root cause of the reported event could not be conclusively determined. Neither the device history record review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.